Manufacturer narrative:
According to the facility the syringe experienced a lose connection during a "left heart case". Per the facility they were unsure if the issue was with the syringe or manifold. The facility was unwilling or unable to share any additional information at this time. The sample is not available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility the syringe experienced a lose connection during a "left heart case".